Manufacturer narrative:
Per tandem's t:flex user guide: "after fill tubing is complete, when the pump returned to the home screen, an estimate of how much insulin is in the cartridge is displayed in the upper right portion of the screen. You will see one of the following on the screen:" +90 units, +100 units, +200 units, +300 units, +400 units". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer loaded a new cartridge and alleged that the pump did not display the accurate amount of insulin inside the cartridge. Reportedly, the customer had filled the cartridge with 480 units of insulin, and the insulin gauge displayed an accurate fill estimate of over 100 units of insulin in the cartridge. Prior to calling tandem technical support, the customer loaded a new cartridge successfully and received an accurate fill estimate. The customer reported a blood glucose level of 301 mg/dl, and was addressed by delivering a correction bolus.